Manufacturer narrative:
Investigation summary: one photo of boxes with labels showing batch #8234745 (p/n 309623) and batch #8243971 (p/n309626) was received and visually examined. No reported defects could be observed in the photo. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number 8234745 that could have contributed to the reported defect. Root cause not defined since defects were not confirmed in photo received. Product samples are required to conduct investigation. No corrective actions recommended since product defect was not confirmed.

Event description:
It was reported with the use of the bd¿ tb syringe with bd precisionglide¿ detachable needle there was an issue with plungers falling out, needle barrel cracks and blurred line increments on the syringe.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd¿ tb syringe with bd precisionglide¿ detachable needle there was an issue with plungers falling out, needle barrel cracks and blurred line increments on the syringe.